Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Rv lead integrity warning occurred (B)(6) 2014 for out of tolerance rv defib lead impedance. On 16/oct/2014, rv defib coil lead impedance measured 230 ohms, normally trending at 70 ohms. <(><<)>end> (B)(4).

Event description:
It was reported that the patient presented to emergency department because of an alert. There was high impedance on the right ventricular (rv) lead. The rv coil showed some fluctuations and a fracture was suspected. The lead was explanted and replaced. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.